Event description:
Procedure: gastrectomy. According to the reporter: there was above normal bleeding whereby blood transfusion had to be performed. The middle of the staple line remained open.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.